Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2018 to assess the instrument test well images in question, which appeared as visually negative. An immucor field service engineer (fse) visited the customer site on 06feb2018 to assess the instrument used for testing. The fse determined that y-belt tension was too high and it was therefore adjusted, and also the robot camera y and x positions were optimized. The echo instrument is subsequently performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor laboratory tested retention product on 05feb2018, which performed as expected. The immucor laboratory also tested returned blood samples from the customer site on (B)(6) 2018 (pre-transfusion sample (B)(6) and post-transfusion sample (B)(6)), both of which yielded expected rh (d) positive outcomes. Therefore the immucor laboratory was not able to reproduce the customer's observation of unexpected negative reactivity with the post-transfusion blood sample. Testing of these returned blood samples from the customer site was performed with retention product. The internal immucor number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative outcome with anti-d (series 4) monoclonal blend on a galileo echo instrument.